Event description:
The customer reported that the spo2 reading on the monitor was 98% when the doctor reported that the state of the newborn was lack of oxygen.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.